Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received at med-el headquarters for investigation. As per new information received, the user's device was no longer functioning within specification. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The limited information given in the recipient report appear to match the damage found. This is a final report.

Event description:
An explanted device was received at med-el headquarters for investigation. The user's device was no longer functioning within specification. The user was re-implanted on (B)(6) 2019.